Event description:
It was reported that a patient presented with inappropriate shock due to incorrect interpretation of signal. Corrective programming changes were recommended. No intervention or adverse patient consequences were reported.